Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission the right atrial lead exhibited low impedance loss of capture and loss of sensing. A chest x-ray did not determine if the lead was dislodged. The lead was explanted, the physician stated that the lead had sustained rib clavicular crush damage. A new lead was placed successfully.

Manufacturer narrative:
(B)(4). Final analysis found that the complete lead was received. The outer coil and both insulations were damage at the middle regions of the lead due to rib clavicle crush. This was most likely the cause of the complaint from the field.

Event description:
New information notes that the atrial lead exhibited noise.